Event description:
It was reported via journal article: title: superiority of silk wound dressing over the dermabond prineo skin closure system: a prospective randomized, single-blinded clinical trial. This study hypothesized that a natural hypoallergenic silk dressing will decrease the incidence of medical adhesive related skin injuries in comparison to a synthetic alternative. 25 patients who were dressed with dermabond prineo (ethicon) on 1 side of their body and on the contralateral side with the non-ethicon silk wound dressing (manufacturer: unknown) after undergoing abdominoplasty or reduction mammoplasty procedures were included in the study. Reported complications included discomfort (n=16), and visible rash (n=13). In conclusion, the study shows an early demonstration of the efficacy and safety of a hypoallergenic silk dressing compared to dermabond prineo.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. If further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product available for return. As no contact information has been provided, no follow up can or will be performed at this time. Should further details be provided, the file will be updated accordingly. Citation: j am coll surg, scientific forum abstracts, vol. 237, no. 5, november supplement 2023, page s390. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.